Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye/ undersized drainage eye. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use.¿ the device was not returned

Event description:
It was reported that four foley catheters were leaking in origami from 2 different department. Two were in surgical intensive care unit and another two were in outpatient oncology. Also, stated that the last order was 27sep2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that four foley catheters were leaking in origami from 2 different department. Two were in surgical intensive care unit and another two were in outpatient oncology. Also, stated that the last order was 27sep2021.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that four foley catheters were leaking in origami from 2 different department. Two were in surgical intensive care unit and another two were in outpatient oncology (lot no: ngeu2298 and ngfp5348). Also, stated that the last order was on (B)(6) 2021.